Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, rising thresholds, and high impedance in unipolar mode. The rv lead remains in use, and patient to be monitored with follow up. No patient complications have been reported as a result of this event.